Manufacturer narrative:
The insulin pump was received with max bolus set up to 2.0 bolus. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected clicking during bolus delivery noted. The insulin pump was received with all buttons responding properly. No frozen screens, no damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump was received with cracked case at display window corner, cracked display window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that the act button was unresponsive. The insulin pump will be returned for analysis.